Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Event confirmation status: the reported event of heat was not confirmed. The reported event of break was confirmed. Evaluation results: 1 device was found to be affected by internal corrosion, broken bur and mechanical damage. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated and a broken cutting accessory still attached. 1 event had patient involvement; the patient received a second-degree burn.